Manufacturer narrative:
Concomitant: product ID 37712, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator. Product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 377 7-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient noticed that both of her implantable neurostimulators (ins) were moving inside of her body sometime in (B)(6) 2013. Both of the ins¿s had moved up to almost the tailbone and towards the middle.